Event description:
Surgeon reported that a patient who was operated on for cervical fixation was in for follow up x-rays and that one of his screws at c6 is backing out from the plate. This was a cervical fusion from c4-c6. The screw is now approximately 2mm proud of the plate. Surgeon has decided to leave alone for present time, but will have follow-up x-rays shortly to watch for further backing out of screw. As this could result in the need for surgical intervention an MDR is being filed to document this event.

Manufacturer narrative:
Eagle screw was reported to have backed out from the plate post-op. Nothing is being returned for evaluation and the lot numbers of the implants are unknown at this time. No conclusions can be made at this time. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are properly angled and fully tightened.